Manufacturer narrative:
Additional information is provided in h.6 and h.10. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that five patients developed endophthalmitis following surgery in last 5 months with the system. There were different surgeons, staff, operating rooms, equipment, and supplies. Additional information has been requested.